Manufacturer narrative:
Correction: product code: poe. Additional data: brand name: tecnis symfony plus. Model number: zhr00. Serial number: (B)(4). Catalog#: zhr00i0170. Expiration date: 3/28/2023. UDI number: (B)(4). Device manufacture date: 3/28/2018. The initial report was submitted under a then unknown clinical study device. The clinical study has now been unmasked and upon learning the model of the lens (zhr00), it was realized that this report was submitted for an investigational device that is not same or similar to a marketed device in the united states. Therefore, the reported event is now determined not MDR reportable. No further information will be provided for this event under MDR number 9614546-2019-00375. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event ¿ exact date not provided however symptoms reported at the first month visit. Best estimate (B)(6) 2019. Brand name: unknown/not provided. Serial#: unknown/not provided. Catalog#: catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: UDI # is unknown as product serial number was not provided. If explanted; give date: n/a (not applicable). Lens remains implanted. The device was not returned for analysis as the lens remains implanted. There was no model/lot/serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown as product serial number was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a study patient, a (B)(6) male, had a 6-month study visit today, (B)(6) 2019. The subject reported being moderately bothered by halos (difficulty driving at night), slightly bothered by poor low light vision (difficulty reading), and slightly bothered by glare and occlusions, with no difficulty reported due to these two symptoms. At the 1-month study visit, the subject was slightly bothered by halos (no difficulties as a result of halos), very bothered by occlusions (difficulty with reading) and slightly bothered by poor low light vision (difficulty reading). The second eye, left eye (os), had surgery on (B)(6) 2018. At the 6-month visit today, the monocular best corrected distance visual acuity (bcdva) for os was 20/13. The surgeon indicated yag capsulotomy is being considered for this subject, but no other action is planned at the moment. It was stated the investigator believes at least some of the symptoms are related to the device. Patient has bilateral implants. This report represents the left (os) eye. A separate report will be filed for the right (od) eye.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.